Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the attempt to loosen an inserted screw, the tip of the screwdriver broke off. Additional information from the surgeon: an angularly stable screw was jammed in the plate and could not be screwed in or off. When trying to turn with more force, the screwdriver tip broke in the screw. The same thing happened with the 2nd screwdriver. The screw head (axsos steel femur) did not yield and was more stable than the instrument steel! At no time was there force applied. Screw was leaved as it was. Surgical delay of 5min, not longer. No other consequences reported.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the proximal device end shows signs of mechanical damage. The presence of a shear lip and the dull surface of the damage area indicate a fracture due to a ductile overload. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During the attempt to loosen an inserted screw the tip of the screwdriver broke off. Additional information from the surgeon: an angularly stable screw was jammed in the plate and could not be screwed in or off. When trying to turn with more force, the screwdriver tip broke in the screw. The same thing happened with the 2nd screwdriver. The screw head (axsos steel femur) did not yield and was more stable than the instrument steel! At no time was there force applied. Screw was leaved as it was. Surgical delay of 5min, not longer. No other consequences reported.